Event description:
A report was rec'd that the pt underwent a pocket revision after removing a scab from the pocket site and the ipg was exposed. The physician cleaned the pocket site out previously and the pt is doing well.